Event description:
When performing an evar on a (B)(6) male pt, the hemostatic valve began to leak small amounts of blood throughout the procedure. It is difficult to state exactly how much blood was leaking, but approximately 30-50 cl. The pt was administered 5000 ie of heparin during the procedure. The pt did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
During investigation, a review of functional test, complaint history, device history record, information for use (IFU), quality control (qc), specifications, trends and a visual inspection was conducted. Based on the information provided, the valve leaked during flushing. During the procedure, the valve began leaking a small amount of blood. It was unclear how much blood was leaking, but it was estimated to be approximately 30-50ml. No adverse effect was reported. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Captor valve assemblies are 100% inspected for leakage. The work order was reviewed, and nothing of note was observed. The returned device was evaluated by internal personnel. The valve was functional. There was one tear in the webbing. The valve was leak tested and leakage was confirmed with a dilator in place there was no leakage observed without a dilator in place. Based on the investigation evaluation, additional internal measures had previously been discussed to address valve leakage. The appropriate internal personnel have been notified. We will continue to monitor for similar events.